Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer had an elevated blood glucose reading of over 400. The customer reported she was working outside in her yard and her infusion set came off due to the hot and humid weather. The customer treated the high blood glucose with the insulin pump. The customer's blood glucose at the time of the call was 294 mg/dl. The customer stated they did not wear the sensor. The insulin pump will not be returned for analysis. Unomed inf set, frn-mmt-332-rsvr.